Manufacturer narrative:
Evaluation summary: the actual device was returned to co and evaluated on 12/20/96. The sample was tested and was found to activate upon plugging into the esu. The unit was disassembled and the presence of saline was noted on the printed circuit board. Co is evaluating a moisture resistant component as a corrective action.

Event description:
The unit self activated while irrigating.